Event description:
The ICD was interrogated during a routine follow-up and was found to have reset. The device displayed erroneous diagnostic data, a changed serial number, and premature battery depletion. The device was subsequently explanted. When asked if he had been engaged in any activity which may have reset the device, the pt replied that he had been in close proximity to a lightening strike.

Manufacturer narrative:
H.3 eval summary the cause of the reset was not determined. The device had a low battery (due to a large number of charges) and this could have had an affect on the device reset. The device functioned properly after its return and showed normal characteristics.